Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in a heavily calcified right coronary artery. The lesion was predilated with a 1.25mm burr and multiple maverick balloons. The physician encountered difficulty crossing the lesion with the taxus express2 3.0x20mm drug eluting stent. It was noted that a stent strut was bent. The procedure was completed with another stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.